Manufacturer narrative:
Patient age or date of birth, gender, and weight are not available for reporting. Additional product code: hrx. UDI: (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer/irrigator/aspirator (ria) drive shaft broke during a proximal tibia case on (B)(6) 2017. The ria was being used to collect bone graft from the femur. When assembling the ria drive shaft on the back table, the tip that¿s seated inside reamer head broke. The assembly was disassembled and it was confirmed that it was broken. There was a surgical delay of 60 minutes to obtain another drive shaft to finish the case. The procedure was successfully completed with patient outcome as expected. This report is for one (1) ria drive shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: lot number, UDI number. Device returned to manufacturer. A device history record (DHR) review was performed for part #: 314.743 / lot #: 6877108: release to warehouse date: 22-jun-2012, expiration date: na, supplier: criterion tool & die, inc./criterion instrument: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development investigation was performed. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. The 314.743, lot number 6877108, ria drive shaft l520 was returned and it was reported that "the tip that¿s seated inside reamer head broke" this condition is confirmed; the instrument was returned with broken off distal tip. This complaint is confirmed. It is an oblique break and approximately 10.5 mm (length) of the distal tip is broken off. The fragment(s) were not returned. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive force/torque applied to the tip of the drive shaft resulting in stresses beyond the failure limit. Additionally, consistent force and repeated loading over the instrument's lifetime causes material fatigue and fatigue failure. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has a broken tip. The 314.743 ria driveshaft l520 attaches to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The distal tip of the ria driveshaft mates with the reamer head. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The circular shaft proximal to the breakage point was measured and found to be within specification. The hexagonal diameter of the tip could not be measured due to the oblique break and deformation of the tip due to the breakage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A single fragment was found and was discarded by hospital staff.